Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site that the patient died from multi organ failure on (B)(6) 2016. Per site reports the patient was implanted as intermacs 1, very sick and hemodynamically unstable post-operatively. Patient remained in the intensive care unit (ICU) for 3 months post-implant in multi system organ failure (msof). Decision was made to withdraw care at that time. It was also reported that the pump remains in situ and the equipment was disposed of by the site. Further no autopsy will be performed as per site. The site stated that the death was not device related. No additional information available.